Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the coil unintentionally detached and floated into the media. The coil was retrieved using a separator and no further issue was reported or adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly proximal pet-lock is still intact indicating that the coil was not detached as intended. The proximal end of the pusher assembly hypotube is slightly kinked approximately 5.0 cm from the proximal end. The distal detachment tip (ddt) still contains the coil proximal constraint ball and a piece of broken stretch resistant (sr) wire. Conclusion: the compliant has been evaluated. The complaint indicates that the coil detached before intended. Evaluation of the returned device confirmed an unintentional detachment. The coil proximal constraint ball is still inside the ddt and the coil is detached. In addition, the pet-lock is still intact. The pusher assembly hypotube is slightly kinked approximately 5.0 cm from the proximal end of the pusher however this is likely related to post-procedural handling and not to the device issue. It appears that during the manipulation in the patient, the coil was manipulated with force in excess of the tensile strength of the sr wire material, causing the wire to fracture and the coil to detach. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.